Manufacturer narrative:
(B)(4). The customer reported to have trouble shot the ventilator and isolated the issue with the solenoid valve assembly. Covidien was not authorized to repair the device.

Event description:
It was reported that, the compressor on an 840 ventilator was producing an abnormal noise and the circuit breaker tripped. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.